Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that placement difficulty was noted during the implant of this right ventricular (rv) lead which was eventually placed on the rv septum. A boston scientific technical services consultant informed the caller that rv lead placement in the septum is considered off-label use for this lead. Following implant, the lead intermittently failed to capture. After reprogramming the output to 3.5v, the lead still failed to capture. However, the loss of capture did not result in greater than two seconds of asystole for this patient. The physician suspected a possible lead dislodgement and decided to perform a lead revision. The lead was confirmed to have dislodged and was successfully repositioned. No adverse patient effects were reported.